Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was associated with a system infection with sepsis. The source of the infection was suspected to be due to a kidney issue or other non-device related condition. At this time, the patient has been treated with antibiotics and the ra lead remains in service. No additional adverse patient effects were reported.